Manufacturer narrative:
H3: one level 1 hotline low flow system was returned with a damaged enclosure and front cover. The tank was filled with water, a temp check was attached, the in line cord was plugged and the warmer was turned on. The reported "overtemp alarm not working" issue was able to be duplicated. The issue was caused by a damaged printed circuit board (pcb) and a loose temp potentiometer. The potentiometer on the pcb for setting the over temperature is broken. The pcb was replaced to resolve the issue. The issue was caused by the user; the calibration potentiometer was broken.

Event description:
Information was received that a smiths medical level 1 hotline 3 blood and fluid warmer overtemp alarm was not working. No adverse effects were reported.